Event description:
Armstrong medical ltd received a report from medical innovations trading reporting a quality issues with 3 hospitals for a quantity of (B)(4) pcs of amab3000 (amsorb plus jerican 5 litre). Issues reported were with: 1) powder detection and alarm triggering 2) early color change and increased consumption. Armstrong medical ltd requested return of the devices, but they were not available to return. Armstrong medical ltd have no evidence that there is any problem with the amsorb, the lot was output compliantly. Retain was checked and was within release specifications. Armstrong medical ltd were therefore unable to investigate a root cause resulting in no corrective or preventive action being determined or implemented. Armstrong medical will continue to monitor these devices as part of our post-market surveillance and vigilance activities. Note that this event occurred in united arab emirates, as the device is available on the market in us, we are obliged to notify the FDA as per mdsap requirements. As there was patient involvement with no patient harm, armstrong medical ltd consider this to be a reportable event as it meets all three basic reporting criteria a-c of meddev 2 12-1 rev.8 and MDR article 2 (65). There was patient involvement with no patient harm reported.

Manufacturer narrative:
Armstrong medical ltd consider this case to be closed.